Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing came loose and disconnected at the quick release when the patient pulled down her clothes to use the restroom. This issue occurred with three infusion sets. The site location was her hip and the pump was located on opposite side in relation to the site. Reportedly, the infusions were stored in the bedroom closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.